Event description:
It was reported that a pediatric ilet user experienced diabetic ketoacidosis following infusion set issues and limited caregiver familiarity with pump operation; education was provided on pump use, meal announcements, charging, infusion sets, and hyper/hypoglycemia treatment, and additional remote training was scheduled. Symptoms included hyperglycemia consistent with dka. Outcomes included reported treatment with oral glucose on one occasion and subsequent troubleshooting and education. Investigation included customer support review of the event, user education, and follow-up outreach. Investigation of this case revealed no specific device malfunction identified and suggested user technique and infusion set issues as plausible contributors. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.